Event description:
Implant lost osseointegration following head trauma. Patient reported pain and the implant extruded early the next day. There are no known medical conditions that contributed to the implant loss. Patient will be reimplanted in (B)(6) 2014.

Manufacturer narrative:
Implant loss is known to occur, considered in the rmf and communicated in the IFU. There are no indications that the occurred is a result of manufacturing or component failure.